Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had no aspiration after pass the test during vitrectomy surgery. The procedure was completed on same day, but details were unknown. There was no patient impact.